Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing frequent ipg charging and rapid battery depletion. It was noted that the patient also had inadequate stimulation. The patient underwent an ipg replacement procedure.